Event description:
It was initially reported that the device was used during a laparoscopic nephrectomy procedure. The device was being used to dissect the renal artery and vein at the same time. The device would not open. Unknown how the device was removed from the tissue. Converted to open but not related to the incident with the device. The case had been converted two hours after the case began. The device is being held by risk management. Ees risk manager spoke to the hospital's risk manager and she indicated that the patient has been discharged and is doing well. She believes that he did receive "20+ units of blood" during the procedure and post operatively. She has the device in a biohazard box in her office and she believes it was preserved as it existed at the time of use. She will follow up with the operating room director to obtain proposed dates for the onsite analysis. Limitations were discussed for performing the analysis on site. Additional information per the medwatch received on (B)(6), 2009 from the customer, " patient experienced excessive blood loss during surgery as a result of injury to a major blood vessel." Ees risk manager spoke to ees sales rep and she indicated the procedure was scheduled for 1 pm but did not begin until around 6:30 pm. She was present for the first two hours until the patient was converted to open due to difficulties with the surgery. She offered to stay; however the surgeon indicated that it was not necessary. Approximately three days later when she was at the account, she was advised the patient had complications. After further inquiry, she was advised that the surgeon had utilized the device for the renal artery and vein after a recommendation from the scrub tech. The surgeon had never used this device before and had not been in-serviced. She is not sure if he completed the three strokes required for a complete firing. She was advised there was a 3cm hole in the artery. Additional information from the user facility report: patient experienced excessive blood loss during surgery as a result of injury to a major blood vessel. Surgeon was using an endopath stapler-echalon 60 manufactured by ethicon endo-surgery (B)(4). Model no. Ec60.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Evaluation summary: the onsite analysis has been confirmed for (B)(4). Additional information from the user facility report: endoscopic linear cutter. (B)(6).